Event description:
It was reported that during preparation for an unspecified treatment procedure, a coating issue was noted.during preparation, while inspecting the xch/035/260 145 amplatz super stiff guide wire, the physician noted that there was a burr, a piece of coating was sticking up on the guidewire. The integrity of the guidewire was not completely smooth. The device was not used.

Event description:
It was reported that during preparation for an unspecified treatment procedure, a coating issue was noted. During preparation, while inspecting the xch/035/260 145 amplatz super stiff guide wire, the physician noted that there was a burr, a piece of coating was sticking up on the guidewire. The integrity of the guidewire was not completely smooth. The device was not used.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: analyses of the returned device revealed peeling coating along the body, a kink, and damaged distal tip. Visual and tactic examination of the device revealed coating severely scraped (peeled) along the entire body. The wire additionally presents 4 kinks at 3 cm, at 4 cm, at 7 cm and at 26.5 cm from the distal end section. The device appears to have been in contact with a sharp object. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)